Event description:
A malfunction was reported on a pump, but there were no notable events prior to the incident, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised to temporarily use multiple daily injections (mdi) as a backup therapy.